Event description:
Per oos, the lv lead had impedance grater than 3000 ohms and loss of capture. The physician stated that he wanted to replace the device because the impedance issue might be related to a header issue. However, due to a (B) (6) mva injury, the physician speculated that this might have led to a clavicular crush of the leads. Lumax 340 hf-t, (B) (4), MDR 1028232-2009-01646; corox otw 75-bp, (B) (4), MDR 1028232-2009-01647.